Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized with low readings. Customer's blood glucose reading was not mentioned. Customer was treated at the hospital. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that the drive support cap was protruded/stuck out. The insulin pump was not returned for analysis.